Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen's resolution was gray on half of the screen and blacked out on the other half, which blocked the graphics and text. Customer's blood glucose was 202 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.